Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during surgery for a distal radius fracture on (B)(6) 2013, the surgeon inserted and locked 4 variable angle (va) locking screws in the distal holes with a guiding block, then fixed with a driver and torque limiter. Then he inserted and locked two 2.7mm cortical screws in the proximal shaft holes with driver and torque limiter. All screws could be locked. The surgeon took off guiding block fixed va locking screws with driver and torque limiter just in case. Reportedly, the va locking screw in the distal row most styloid side would not stop rotating. Finally this screw penetrated the plate hole. The surgeon found a metal, thread-like part which was adhered in the body of the patient. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The manufacturing records were reviewed and no complaint related issues were found. The investigation could not completed; no conclusion could be drawn, as no product was received.